Manufacturer narrative:
Height: 76 inches. Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported difficulty removing the eakin slim adhesive after four days of wear. They note after removal of the device the "skin was pink but, not broken." It was further reported they applied a non-medicated stoma powder and a barrier wipe (names unknown) to the affected area. On the next pouch change the "pink skin" had cleared.